Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter which resulted in the battery fully depleting and the pump shutting down. The pump was able to be charged with an alternate wall adapter. The customer¿s blood glucose was 127(mg/dl).